Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5183221.

Event description:
A voluntary MDR/medwatch report was received on 03/02/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via maude on 01/27/20266, the patient stated that his cgm displayed a glucose value of 110 mg/dl while the bg meter reading showed 70 mg/dl. The patient was using an omnipod insulin pump at the time of the event. No symptoms were reported; however, the patient expressed concern and stated that due to the perceived inaccuracy of the cgm reading, he expressed serious concern for his well-being. No additional details regarding the event, treatment, or any medical intervention were provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.